Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he went to bed last night with a blood glucose of 148 mg/dl. Customer's blood glucose was 248 mg/dl this morning and he treated for food. Customer's blood glucose then elevated to 444 mg/dl. Customer stated that he treated his high blood glucose with a manual injection and 3 hours later, his blood glucose was still high, so he gave a bolus with the pump. Customer's last reading was 271 mg/dl. Customer's blood glucose was 444 mg/dl at the time of the incident. Customer was warm and achy due to the high blood glucose. Troubleshooting was performed and the customer found that the tip of the cannula was slightly curved. Customer was advised to do a complete set change.